Event description:
It was reported that during a hospital visit, the patient with this implanted right ventricular (rv) lead was reported to have received shocks. The implantable cardioverter defibrillator (ICD) system was interrogated and the health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). It was also noted that the patient experienced a syncopal event and had been intubated. Upon review, a shock impedance value of 0 ohms was observed and no shock therapy was recorded by the device. The syncopal event was determined to not be device related cause the egm showed that the patient was not pacing dependent. Ts suspected possible cause of the 0 ohms value on the shock impedances to be due to electromagnetic interference (emi) from the environment. The presenting egm showed the device to be operating as programmed. No adverse patient effects were reported. The ICD and rv lead remain in service. Subsequent additional information was provided that reported that the cause of the 0 impedance was found to be due to external interference. The shock impedance returned to normal limits once the external device was removed. No shocks were delivered. The patient of this ICD system was reported to have expired in the intensive care unit (ICU). No additional adverse patient effects were reported.